Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) ranged between 400-500mg/dl. Customer addressed bg level with manual injections. Although requested, the customer declined to perform a system check to determine a possible cause. Recommendation was made to consult with healthcare provider regarding diabetes management.